Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 32.6 mmol/l with vomiting and excessive urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported the pump¿s audio alert did not function ¿ it was reported the issue began (B)(6) 2017; it was reported the vibratory alert feature did function. This complaint is being reporter because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: the pump was returned with all alerts set to off. The black box showed that the pump was manually suspended on (B)(6) 2017 at 8:54 and manually resumed at 9:33. The pump powered on to the verify screen with audio and vibratory features. The audible alarm measured within specifications. An alarm was reproduced for the investigation with the sound set to high and the pump gave the appropriate alert. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated .the battery compartment was found to be cracked.